Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter was inserted into the patient successfully. Three hours later, the nurse found blood in the helium pathway with no alarm triggered on the pump. Change to a new catheter." The catheter was inserted on the right side and, once the issue occurred, was subsequently removed in its entirety. A second catheter was then inserted at a different insertion site on the left side. No patient complications. The patient's current condition is reported as "fine".